Event description:
It was observed during the device evaluation, the gastrointestinal videoscope exhibited angle lock due to wear on the angle wire. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the angle lock was wear on the angle wire. The conclusion was that the issue was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.